Event description:
It was reported the patient stated the device self check that runs every night now occurs at a different time; approximately 30 minutes later. Patient was concerned about a device malfunction or a low battery. Follow-up was conducted with the physician's office and it was disclosed the patient is no longer seen at that clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).